Event description:
It was reported that during a routine check in the clinic on (B)(6) 2010, testing revealed a short circuit between channel 5 and 6 and 5 channels (2, 3, 4, 10 and 11) with status hi. The patient is multiple handicapped and a bilateral ci user. His development is retarded, therefore, he can't give feedback regarding hearing sensations. An accident can't be ruled out due to his multiple handicap, as the patient is not always accompanied by adults and according to the parents, he falls very often.

Manufacturer narrative:
The device has not yet been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.